Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Piece of tampon stuck inside - vagina [foreign body in reproductive tract] pelvic pain [pelvic pain] odor - vagina [vaginal odour] not feeling well [malaise] piece of tampon stuck [device breakage] did remove last tampon...piece of tampon stuck [complication of device removal] case narrative: consumer reported via email that 3 days after her period she found a piece of tampon stuck. No serious injury was reported.